Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage or/and strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 140 to 150 mg/dl and non-fasting blood glucose test result range is 140 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/29/2017 and open vial date is within 120 days. The previous test results were verbally recounted by the customer (time not provided): (B)(6). Adverse event not reported.